Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic after the pacemaker was unable to connect to merlin transmitter via radiofrequency. During the visit, the device could not be connected with the rf antennae. The issue was not resolved at the time. On (B)(6) 2017, the patient was brought into the clinic again. A firmware download was performed successfully to restore the device. Radiofrequecy function was re-enabled, and the device was reprogrammed. The patient remained asymptomatic and would continue to be monitored.